Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours the needle had not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and blood was observed on the device. The device was received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the device, the formed needle was found not properly seated in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. The cause of the reported improper insertion could not be conclusively determined.